Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with their insulin pump's settings and mentioned that they experienced high and low blood glucose levels. The customer stated that their blood glucose was 159 mg/dl and around 200 mg/dl when they changed the settings on their pump and wanted help to get it to what their doctor recommended. The customer stated that they treated for the high readings with a manual injection and took too much that their blood glucose level went down to 46 mg/dl. The customer treated the low with juice. The customer was successfully assisted with changing her insulin pump's settings back and declined to troubleshoot for the low and high blood glucose readings. The insulin pump will not be returned for analysis.